Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The supplier checked their testing result and no abnormality was found. All iris interface cables were tested as per validated testing requirements prior releasing for shipment to at supplier site. No sample of this complaint returned for investigation. However, there were samples returned through r&d to the supplier with similar issue and the supplier had derived the issue based on the r&d samples. Based from the supplier analysis performed from the returned samples from r&d, the samples showed swelling on the fuse protective coating on the area of filament which indicates that the filaments were exposed to high temperature resulting to breakdown of fuse filament. The high temperature on the fuse filament is due to high current that is above the manufacturer specification that was applied on the module during the application which was not induce from supplier manufacturing/ testing processes. There are no signs of crack on the fuse component or any mechanical on the area of fuse filament that may cause the material weakness. Electrical verification also confirmed that the fuse components are within the manufacturer specification. As a corrective action, design change was initiated to change the fuse rating from 75ma to 200ma as an interim corrective action.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the screen turned black during placement of the tube. The healthcare provider replaced the cable. There was no patient harm.